Event description:
The report from the affiliate indicated that approx eight (8) months after the index procedure, the pt returned to the hosp with a complaint of chest pain. Coronary angiography revealed an in-stent restenosis. The restenosis was treated with additional stents.